Event description:
The patient underwent a spinal procedure at c1-c2 utilizing posterior fixation. The right sided c1 screw backed out approximately 3 weeks post op, and a revision surgery was performed to reinsert the screw.

Manufacturer narrative:
Implant was not returned. X-rays were sent to manufacturer for evaluation; however, they were of limited quality, and no conclusions could be drawn. Based on the supplied information, screws appear to be within specification and complaint results are inconclusive. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.